Manufacturer narrative:
Investigation: one open sample, unused, first pack is closed was received. Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. A tightness test to the sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep):8.35 kgf (ep requirements: 6.48 kgf in average and 3.24 kgf in minimum) a minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Needle puncture strength was also performed on the needle received. The average penetration result of the sample received is 0.554 n and fulfils the punction strength specification: <0.560 n. The tip of the needle received is correct and not blunt. A review of the batch manufacturing record for this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with novosyn great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions are needed. Associated medwatches: 3003639970-2018-00805.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the thread breaks easily and the needle was blunt. There was no patient harm reported. Further details about a procedure and patient were not provided. This report addresses the suture that broke. Associated medwatches: 3003639970-2018-00805.